Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device was not catching the skin when attempting to perform a graft. It is unknown if there was delay but it was noted there was patient impact. However, details were not provided. Due diligence is complete and there is no additional information available.